Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. There was no error prior to open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm due to a problem isolated to the electronic assembly. We were unable to perform the self, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement or active current measurement tests due to the critical pump error alarm.